Event description:
The device was being used to monitor a patient on scene and, when the pt was moved to the ambulance, the device was disconnected. When the device was reconnected to the pt in the ambulance, the device allegedly would not display the patient's ECG. The patient's outcome and details were not initially reported.